Manufacturer narrative:
He results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost weight, causing the ipg site to become uncomfortable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced with a small ipg, resolving the issue.